Event description:
The following additional information was obtained by gpv on (B)(6) 2010 from a pd nurse: the patient has been on automated peritoneal dialysis (pd) therapy with dianeal since (B)(6) 2010. The patient presented with cloudy pd fluid, nausea, vomiting and abdominal pain and was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. The patient's pd effluent was analyzed showing a leukocyte count of 1000 cells/mm^3, 65% neutrophils, 2% eosinophils, 16% lymphocytes, 15% monocytes. The result of the culture revealed staphylococcus, and the gram stain revealed coagulase negative staphylococcus. The patient was initially treated with cefazolin 2 grams (gm) daily intraperitoneal (ip) and ceftazidime 1gm daily ip starting on (B)(6) 2010 but was then switched to a loading dose of vancomycin 3gm ip followed by 1.5gm every four days for a total of 14 days of treatment (from (B)(6) 2010). The nurse indicated the peritonitis was due to a break in aseptic technique. The nurse indicated the patient responded well to the antibiotic therapy and was considered to be recovered on (B)(6) 2010. The nurse has also indicated that the kidney infection mentioned by the patient was a urinary tract infection only and the patient has only had the one peritonitis event reported in this complaint after the system error 2240. The patient has been able to continue with pd therapy without any further problems. No further information is available.

Manufacturer narrative:
(B)(4). Serious injury additional information was obtained: the surgeon did not experience any issues with the device during the initial procedure. The patient had to be re-admitted due to a leak on the common bile duct. During the re-operation, the surgeon indicated all clips were present; assumes there must have been a gap somewhere along the duct. The leak was repaired and the patient has recovered. Female patient, mid-thirties.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that two days post-op a laparoscopic cholecystectomy procedure, the patient had a bile leak. No other details provided. The patient is currently okay. The device was discarded.